Event description:
It was reported that during normal follow up, post paced twave oversensing was observed. The patient did not receive therapy during oversensing. Device was reprogrammed and remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.